Event description:
It was reported that this brady lead in the left bundle branch placement was explanted due to unknown reason. This brady lead was explanted along with the whole system, replaced with a non-boston scientific leadless model and returned for analysis. No additional adverse patient effects were reported.